Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. (D11) concomitant device: tibial tray (cn: unknown, sn: unknown). Tibial insert (cn: unknown, sn: unknown).

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: tibial tray (cn: unknown, sn: unknown). Tibial insert (cn: unknown, sn: unknown).

Event description:
As reported, a male, age (B)(6), received a tka in the past. The patient returned with an infection and it was decided that a two-stage revision should occur. The first stage of this case involved removing the old prosthesis and implanting a new tibia and femur as a spacer with antibiotics added to the cement. Patient was last known to be in stable condition following the event. Devices not returned due to facility policy.